Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file will capture biliary obstruction (4 cases), cholangitis (1 case) and liver abscess (1 case) which were due to the abnormal use of eus guided placement. It will also capture use error of incorrect wire guide size. Initially two files were opened (B)(4) to capture the biliary obstruction, cholangitis and liver abscess but after feedback from clinical confirmed abnormal use these files were aligned to be cancelled and the abnormal use investigated under this file. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the japanese packaging insert (B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It also states in the contraindications/prohibitions section: "1) those specific to ercp and any procedure to be performed in conjunction with stent placement¿ and 2) inability to pass the wire guide or stent delivery system through the obstructed area and ¿usage method equipment required ¿ 0.89 mm (0.035 inch) wire guide. There is evidence to suggest that the customer did not follow the japanese packaging insert as this study investigated the biliary drainage (hgs, agms) under the condition of the failure of ercp procedure. In other words, the ercp procedure is contraindicated in the patients in this study and a wire guide cannot pass through the papilla via an ercp procedure. It is also known from the paper that ¿the bile juice was aspirated, contrast medium was injected, and a 0.025 inch guidewire was advanced into the intrahepatic bile duct toward the common bile duct¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to abnormal use. As per clinical input it was confirmed that the recurrent biliary obstruction, cholangitis and liver abscess were due to the abnormal use (off label) of eus guided placement. It is also known from the paper that ¿the bile juice was aspirated, contrast medium was injected, and a 0.025-inch guidewire was advanced into the intrahepatic bile duct toward the common bile duct¿. As previously mentioned, the japanese packaging insert specifies that a 0.035¿ wire guide should be used with the device. Summary: complaint is confirmed based on customer and/or rep testimony. The patient outcomes are not confirmed in the article. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6)2025.

Event description:
(B)(6), 2024 ¿ endoscopic ultrasound-guided hepaticogastrostomy vs. Antegrade metal stent placement keeping an access route in patients with malignant biliary obstruction. For agms-ar, an ercp catheter was inserted into the biliary tract to advance the guidewire into the intestine or lower bile duct across the stricture site. "User error: the bile juice was aspirated, contrast medium was injected, and a 0.025 inch guidewire was advanced into the intrahepatic bile duct toward the common bile duct. Enrollment exclusion: 10 patients who unsuccessful wire guide placement into the intrahepatic bile duct 9 patients who received eus-hgas using metal stents as the hgs stents". Off-label use-eus guided placement. Patient outcome not provided in literature article. Male 19 (63%), age 72 (67-79).

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.